Manufacturer narrative:
Despite multiple attempts, no additional details about this event and any further programming was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information concerning final reprogramming for this event will be requested from the field. This event will be updated once final resolution is provided.

Event description:
Boston scientific received information that this pacemaker was oversensing the minute ventilation (mv) signal on the right ventricular channel. Pacing inhibition with greater than two seconds of asystole was noted but the patient did not report any symptoms or harm. A lead safety switch was also triggered due to a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial (ra) channel. Some noise was also observed on the ra channel due to the pacemaker being in unipolar mode. The patient was brought back in for testing and the physician was unable to recreate noise with isometrics. As the patient was pacemaker dependent, the sensitivity of the system was reprogrammed and the mv signal will be programmed off at a later date. The pacemaker remains in service and no additional adverse patient effects were reported.